Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was failure to follow instructions - problems traced to the user not following the manufacturer's instructions. Due to deformation problem, degradation problem was identified. Electrical problem was identified. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a damage to the ultrasonic probe. There was no patient involvement.